Manufacturer narrative:
(B)(4): the ok button emblem was found to be worn but the keypad was found to be intact. The ok button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter stated that the patient's health care provider indicated that the up, down, and ok buttons were working intermittently. The patient reportedly wore the pump attached to a belt and did not clean the pump.